Event description:
It was reported that approx. 39 months after the implantation the lead showed a low shock impedance. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approximately from 2cm to 3cm length) was probably not returned. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 45cm proximal to the lead tip that the insulation was found abraded through. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the distal end region of the distal fragment was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. These damages are assumed to be the root cause of the reported oversensing and low shock impedance. Further inspection revealed a deformed rv shock coil, which most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.